Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their customer's device would loop through its boot-up cycle several times before finally powering off. In this state, defibrillation therapy could not be provided, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent replaced the system pcb assembly and performed some other unrelated repairs. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to an inoperative single board computer (sbc), which prevented the device from completing its boot-up cycle.

Event description:
The third-party service agent contacted physio-control to report that their customer's device would loop through its boot-up cycle several times before finally powering off. In this state, defibrillation therapy could not be provided, if needed. There was no patient use associated with the reported event.